Event description:
It was reported that the pt underwent a breast implant procedure in 2002. An infection was developed and confirmed by culture. The sutures were moved, quite possibly, before the infection was diagnosed. The pt underwent 10 days of oral antibiotic treatment.